Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was a hole in the hose and the device had low rpms. Therefore, the reported condition was confirmed. It was determined that this was indicative of allowing the hose to come into contact with a sharp object which contributed to the low rpm¿s. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in the hose and revolutions per minute (rpm) were below specification. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.